Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and admitted to the hospital's intensive care unit with a blood glucose (bg) level of 419 mg/dl, with high ketones which were identified as dangerous by a healthcare provider. Suspected cause was the customer turned exercise mode on instead of sleep mode. Customer attempted to treat bg with bolus via the pump, however, was treated with intravenous fluids of saline and insulin during hospitalization. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately.